Event description:
It was reported the pt is not satisfied with the pain coverage of the system. Multiple attempts at reprogramming were unsuccessful. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.